Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A conclusive root cause was not identified. However, based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported front panel led lights flashing was a clogged output connector slider switch, causing a scope detection error. The likely cause of the reported e200 error could not be determined based on the available information. As stated in the instructions for use, as a preventive measure for connector failure, "never apply excessive force to connectors."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation confirmed the report of "small plastic piece in the output socket that is stuck." The scope socket slider switch was stuck, pressed in causing the e300 error. The reported problem of e200 error was not confirmed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an "e300" and "e200" error occurred and all the led's on the front panel were blinking. In addition, it was noted by the reporter that the black tab located at the 12 o'clock position on the output socket was pushed in and stuck. This report is submitted for the reported malfunction of "e200" error and led's on the front panel blinking. There was no patient injury, associated with the problem, reported to olympus.